Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had inflation/deflation issue. The reported patient outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.